Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician verified the issue. The unit was powered on and the tones were not heard. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reported an error code. Upon triage on (B)(6) 2017 the service technician found that the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit had no audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.